Event description:
It was reported that after a peripheral atherectomy procedure, arteriotomy closure of the left common femoral artery was attempted using perclose proglide devices. Reportedly, the suture broke. The suture was removed and a second proglide device was attempted, but the suture also broke. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The monofilament suture, needle plunger, cuffs, link, and needle tip, key components of the device, were not returned; therefore, the reported suture break could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection of the returned device, there is no indication of a product deficiency. Additionally, the customer returned two unused, sterile proglide devices for evaluation with the same part (12673-03) and lot number (31011k1), as the complaint device. Both devices were deployed and performed according to specifications. Based on the visual inspection and functional testing of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.